Event description:
It was reported that prior to surgery the device handle was unable to perform the up and down motion and the carrier was unable to move forward. No patient involvement was noted as a result no harm or delay were reported. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This event has been recorded under (B)(4). Upon completion of the investigation a supplemental/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the sample mesh passed, but the ratchet was not functioning and was reassembled and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.